Event description:
The user reported that the values from the monitor were inaccurate. No other details regarding the nature or the event were provided. There were no reported adverse consequences to a patient as a result of this event.